Event description:
Underwent surgical procedure (B)(6) 2007 for sui and posterior compartment prolapse with placement of ethicon gynemesh and j&j gynecare tvt secur system sling. In (B)(6) 2012 developed pelvic pain and dyspareunia with erosion of mesh through the vaginal wall that required removal on (B)(6) 2012. In (B)(6) 2013 developed an area on the outer labia that fills and spontaneously drains. Treated area with clotrimazole-betamethasone 1%-0.05% cream 2 x/day for 2 weeks without resolution. Also had a uti and treated with cipro. Returned to clinic on (B)(6) 2013 with same symptoms. Underwent transvaginal ultrasound with consultation with general surgeon for evaluation and diagnosis of perineal fistula formation. To undergo exploration of fistula and possible removal of additional mesh.